Event description:
It was reported that the customer continued to receive no delivery alarms. The insulin pump was her third replacement insulin pump. The customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 1,200 mg/dl. She experienced high blood glucose levels due to the no delivery issue. She had a diabetic ketoacidosis. The customer was wearing her insulin pump at the time of the emergency room visit. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.